Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to vomiting, diabetic ketoacidosis, and high blood glucose (bg) level (value not provided). Customer was treated with intravenous fluids, a manual injection, and salucortus. Customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly, air bubbles were observed along the patient-line. Additionally, the customer found insulin "coagulation" while using novolog with supplies for a duration of one day. Troubleshooting with tandem technical support found that the insulin was not expired nor exposed to extreme temperatures. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.